Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inserted into the sheath, air bubbles were noted when aspirating the sheath. The sheath and balloon catheter were removed. The case was aborted. No patient complications have been reported as a result of this event.